Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iap and was able to duplicate the reported issue. To resolve the issue, the fse replaced the fiber optic assembly and performed all functional and safety tests without any re-occurring problem. The iabp was returned to the customer and released for clinical use.

Event description:
On (B)(4) 2017 , the customer reported that an ¿iab sensor module failure¿ generated on the intra-aortic balloon pump (iabp) frequently upon initiating therapy on an angina pectoris patient in emergency. The alarm would not disappear by removing and re-inserting the sensor cable. It was noted that both calibration and displaying pressure on monitor were provided as usual. The iabp was replaced with another to continue therapy. The alarm did not reoccur. On (B)(4) 2017 surgery ended with no adverse event or injury to the patient.

Manufacturer narrative:
Please change the DHR statement to: the production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested from the business unit, and will be reported when provided.

Event description:
On (B)(6) 2017 , the customer reported that an ¿iab sensor module failure¿ generated on the intra-aortic balloon pump (iabp) frequently upon initiating therapy on an angina pectoris patient in emergency. The alarm would not disappear by removing and re-inserting the sensor cable. It was noted that both calibration and displaying pressure on monitor were provided as usual. The iabp was replaced with another to continue therapy. The alarm did not reoccur. On (B)(6) 2017 surgery ended with no adverse event or injury to the patient.